Event description:
It was reported, that "the cannula was twisted." There was no reported pt involvement, injury and / or change in therapy. The involved device has been returned and submitted to the quality analytical lab for analysis. Limited info provided., no phone number, address or state known.